Manufacturer narrative:
Philips has investigated this complaint. A remote alert indicating there was a programming error in the geometry segment controller, which can impact geometry movements. The field service engineer (fse) visited onsite and reviewed system log files and found missing or malfunctioning firewall. To resolve the issue, fse installed the firewall. After which, the system was returned to use in good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The customer was not aware of the issue at the time of occurrence, and the reported remote alert did not impact functionality of system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating there was a programming error in the geometry segment controller, which can impact geometry movements. No harm to the patient or user was reported. Philips has started an investigation of this complaint.